Manufacturer narrative:
.

Event description:
The user is questioning the "stop all motion" notification given by the device during a patient use event. The patient did not survive, however it has been determined the patient had a cerebral hemorrhage.

Manufacturer narrative:
(B)(4).